Event description:
Md was trying to place bilateral stents in each ureter. While placing the first stent, the md noticed a small crack on the stent and had to remove it from the pt and replaced it. The md had to use a different stent than was originally planned for.